Manufacturer narrative:
(B)(4). The customer reported the suspect device/component will be serviced at his facility by carefusion pending a purchase order approval. At this time, no field service engineer (fse) service or a return good authorization (rga) has been requested. The completed investigation will be included in a follow-up report.

Event description:
The customer reported a ventilator inoperative condition while in patient use. The customer reported no patient harm was associated with this event.